Manufacturer narrative:
H10: the remote service engineer reported that the customer swapped the data acquisition (da) pcba with one from facility ran device for 30 minutes with no issues. Customer reported he will order da pcba and repair unit. However, it could not be confirmed if the customer purchased and installed a replacement data acquisition (da) pcba, and returned the device to service since multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 110b (proximal pressure sensor autozero failed (cbit)). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator displayed error code 110b (proximal pressure sensor autozero failed (cbit)). The biomed verified there was a code 110b. It was then reported that the biomed had recently replaced the flow sensor assy, and now seeing the 110b issue. Biomed will check the pin alignment between flow sensor assembly, and the data acquisition (da) pcba. It was reported that the da pcba was swapped into the device and was ran for 30 minutes with no issues. Biomed would order a replacement da pcba, and repair device. Investigation is ongoing.